Manufacturer narrative:
Suspect device is comfort curve test strips.

Event description:
Customer reportedly obtained results of 337 mg/dl and 133 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Info not provided for where comparison occurred. Advantage test system: meter , strip lot 549503, exp 2/29/08, cat/04388186001.